Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in canada notified biomérieux of obtaining a misidentification of campylobacter concisus as enterococcus faecalis in association with the vitek® ms (ref (B)(4), serial (B)(4)). The customer reported that the vitek® ms obtained a result of enterococcus faecalis (99.9%). The isolate was sent to a reference laboratory where it was identified as campylobacter concisus. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in canada notified biomerieux that they obtained a misidentification in association with their vitek® ms instrument (ref. 410895/serial# (B)(6)). Their vitek® ms identified the sample as enterococcus faecalis (99.9%). The customer sent the sample to a reference laboratory where it was identified as campylobacter concisus. Investigation fine tuning: status good at the time of acquisition. According to the vilink alert tool criteria, fine tuning status was at the limit during the tests made between (B)(6) 2021. Spot preparation quality: analysis of the spot quality preparation showed the calibrator ¿all peaks¿ values are quite heterogeneous, indicating non-optimal spot preparation of the calibrator strain (culture, spot, different operator¿). It could explain the variation observed on the two graphs provided (curves near and under the limit). Knowledge base (kb) review: based on the information provided, the expected identification has been defined as campylobacter concisus which is not present in vitek ms kb v3.2. Sample data analysis: analysis of mzml sample files show that number of all peaks are low during the issue (between 39 and 50). The misidentification results were obtained from the spectra having the low number of peaks (between 39 to 50). The following system limitation is indicated in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ r&d department recorded a change request (#(B)(4)) in order to improve the future vitek ms knowledge base for c. Concisus. Conclusion: the cause of the customer¿s issue is a combination of a known system limitation spectra for species not included in the vitek® ms knowledge base (v3.2 and v3.3) along with non-optimal spot preparation. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation.